Event description:
It was reported via repair work order that the brakes were not engaging due to a detached crank ratchet arm. No adverse consequence or clinically relevant delay in treatment was reported.